Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead triggered a red alert for high, out of range (oor) shock impedances on all vectors. A defibrillation threshold (dft) test was recommended, as well as reprogramming the shocking vectors. The pacing values were stable and within normal values. Monitoring going forward was recommended. The change in shock impedance values was abrupt, therefore a possible calcification or a fracture were suspected as the cause of the high, oor values. The rv lead remains in service at this time. No adverse patient effects were reported.